Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system remotely and confirmed the reported problem. Upon troubleshooting actions, fse identified that the problem was due to the lack of power from the power supply panel and instructed the customer to increase the sensitivity threshold of the main board. The fse found there was no problem in the philips product. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The problem was in the main plug which is in the customer site and not with the philips product and the customer corrected the problem from a third-party tester. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system suddenly shut down. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.